Event description:
The ventilator was connected to the pt. The customer reports the ventilator was unplugged for transport. The ventilator lost power and did not revert to batteries. The pt was bagged and placed on another ventilator.